Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement: the unit is alarming or red light; the rexroth valve is stuck, and the sieve beds is saturated. The mufflow is leaking and the warm clamps tubing leaks. The zip ties and tubes are leaking. No patient injury alleged, no additional information provided.